Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked lipids. This occurred during pumping of compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the exact occurrence date is unknown; however, the event was reported to have occurred on 10-may-2022, 11-may-2022, or 12-may-2022. Additional information/correction: h4: the lot was manufactured from march 30, 2022 - march 31, 2022. H10: the actual devices were not available; however, seventeen (17) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on two randomly selected samples, and a leak from port 2 was observed for both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.